Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (128-fxxx) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/02/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/10/2017 with the following findings: the black box shows evidence one eaw 128-fb88 alarm followed by eaw 128-fe88 alarms on complaint date. Eaw 128-fb88 and eaw 128-fe88 alarms are defined as post delivery motor power supply faults. No battery cap or cartridge cap returned. All testing performed with test caps. Pump powers with a test battery cap. Battery cap is able to fully tighten. Battery compartment intact. Current draws within specifications; idle-80ma, sleep-00ma, load-210ma. A eaw 128-fb88/fe88 alarm or evidence of short battery life was not duplicated during investigation. Removed pump case. Evidence of moisture contamination inside pump on motor circuit and other associated pcb components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.